Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed gel on the sample probe tip. The fsr replaced the sample probe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for c1600497. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 systems did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(4) or the sample was identified.

Event description:
The customer observed falsely decreased sodium result generated on architech c16000 analyzer for one patient sample. The result was not reported out of the lab. The following data was provided: sid (B)(6) initial sodium result = 116.4 mmol/l, repeats = 140.0, 140.8 mmol/l customer¿s normal reference range is 133 to 146 mmol/l. No impact to patient management was reported.